Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using lifestar stent. During deployment of the stent, one of the stents was elongated significantly, and extended almost up to the sheath. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using lifestar stent. During deployment of the stent, one of the stents was elongated significantly, and extended almost up to the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was not returned for evaluation. Two video files were provided, showing two stents placed at the aortic bifurcation. One of the stents was identified as being significantly elongated. In this case, it was reported that there were no issues during stent placement. Difficult patient anatomy or inadequate handling during deployment may be contributing factors for inadequate placement. Based on information available, elongation of the placed stent is confirmed. However, a definite root cause for the reported issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. As referenced in the instructions for use (IFU) stent misplacement is one of the potential complications and adverse events which may occur using the lifestar vascular stent for treatment of atherosclerotic lesions in the common and external iliac artery. Correct stent deployment was found to be described, in particular the IFU states: "during stent deployment, the entire length of the catheter system should be kept as straight as possible. Maintaining a straight catheter under slight tension during stent deployment is recommended to improve placement accuracy." And "under fluoroscopic visualization, deploy the stent using the ¿pin & pull-back¿ technique by slowly pulling back the distal t-luer adapter (...) Towards the hand that is pinned in place (...). Pulling back on the distal t-luer adapter (...) Directly retracts the outer catheter and deploys a corresponding portion of the stent." G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.